Event description:
It was reported that when a patient presented in clinic for a follow-up, post-paced t-wave oversensing on the ventricular channel was observed via stored egm. The patient was asymptomatic. Programming changes were made and no further issues were reported. The device remains implanted.